Event description:
The user fell and hit her head on the implant side. The user is able to hear, but not as well as prior to her fall. At the last follow up visit still some swelling over the stimulator body/coil was noted. The audiologist was able to do a remapping and the user reported significant improvement in clarity of the sound with the device. Since (B)(6) 2017, the user reports continued decrease and fluctuations in performance, and that she can push on the internal device site and feel movement. The user has been re-implanted on (B)(6)2019. This report refers to 9710014-2017-00828. For further information please refer to this report.